Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. 1888tc/46, (B)(4).

Event description:
It was reported that the patient expired. No known cause or device issue reported. There is no allegation from a health care professional that the death was device related.